Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three events were reported for this quarter. Three devices were received for evaluation. Two events were confirmed to be causing accessories to break. One device was found to be affected by corrosion. One device was found to be affected by a worn component. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device reportedly caused an accessory to break. Two events had no patient involvement; no patient impact. One event had patient involvement; no patient impact.